Event description:
It was reported that patient had initial total hip arthroplasty with an unknown product over thirty years ago. Subsequently, patient was revised (B)(6) 2005 for an unknown reason. A review of invoice history confirmed the (B)(6) 2005 revision and that biomet acetabular cup and liner were implanted. A second revision has been indicated due to dislocation. There has been no reported revision to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient had initial total hip arthroplasty with competitor product over thirty years ago. Subsequently patient was revised (B)(6) 2005 due to an unknown reason. A review of invoice history confirmed the (B)(6) 2005 revision and that biomet acetabular cup and liner were implanted. A second revision has been indicated due to dislocation. There has been no reported revision to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-02992 / 02994).